Event description:
A power source alert 07 was reported by the caller, who was using a tandem charging cable and wall adapter. There was no reported impact on the customer's blood glucose level. The caller tried leaving the wall adapter plugged in for 30 minutes, but the pump did not start charging. However, when the caller used a different wall adapter, the pump began charging, resolving the issue without further assistance needed.